Event description:
The customer reported that the ventilator alarmed and went vent inop due to a data acquisition pcba adc failure. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer evaluate the data acquisition pcb board for replacement to address the reported problem and provided information. The biomedical engineer reported the data acquisition pcb board was replaced and the unit passed testing.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.